Manufacturer narrative:
(B)(4) medical devices: metasul durom, component for acetabulum, 54/48, code n, catalog no# 290039112 ; lot no# unknown. Metasul ldh, head, 48, code n, taper 18/20, catalog no# 0100181480 ; lot no# unknown, therapy date : (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to aseptic loosening of stem and adverse soft tissue reaction to particle debris.

Manufacturer narrative:
Additional: if follow-up, what type. Correction: date of report, PMA/510k. Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: loosening and adverse soft tissue reaction to particle debris. Event summary: it was reported that the patient was implanted on the left side with a cls varus stem and durom acetabular component on (B)(6) 2007 and underwent revision surgery on (B)(6) 2017 due to aseptic loosening and adverse soft tissue reaction to particle debris. During revision the cls stem and the durom acetabular component were removed. The lot number of the durom acetabular component, the cls stem and the ldh head are unknown. Review of received data: the received njr database entry was reviewed. The review states a revision due to aseptic loosening and adverse soft tissue reaction to particle debris. The summary of removed components states that the femoral stem as well as the acetabular component was removed. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. The review of the device history records (DHR) and the raw material certificates could not be performed for neither of the involved products as the lot numbers are unknown. Conclusion summary: it was reported that the patient was implanted on the left side with a cls varus stem and durom acetabular component on (B)(6) 2007 and underwent revision surgery on (B)(6) 2017 due to aseptic loosening and adverse soft tissue reaction to particle debris. During revision the cls stem and the durom acetabular component were revised. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Further, based on the njr datebase entry the reason for revision are aseptic loosening and adverse soft tissue reaction to particle debris. There are multiple factors which can contribute to loosening in general such as wrong positioning or selection of wrong components. However, due to the significant lack of information, an accurate analysis could not be performed. Moreover, due to missing product identification we were not able to review the quality records of the involved products. Therefore, based on the given information and the results of the investigation, we were neither able to recreate the reported event nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.